Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device evaluation: customer report of calcification was confirmed through observed calcification. X-ray demonstrated wireform intact, heavy calcification on leaflets 2 and 3, and moderate calcification on leaflet 1. Extrinsic calcification deposits were observed on the free margins of leaflets 1 and 3 near commissure 1, on the surface of leaflet 3 on the outflow aspect, and on the surface of leaflet 1 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had a missing section of approximately 6mm by 8mm and the missing section of leaflet was not returned. Leaflet 3 had a non-transmural tear approximately 3mm long at the cusp region. Calcification was evident at the tear. Sewing cloth was cut at multiple areas around the valve. Wireform was exposed along the band around leaflets 1 and 3 on the outflow aspect and around leaflet 1 on the inflow aspect. The device was returned to edwards for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 21mm bioprosthetic aortic valve, implanted for seven (7) years and eight (8) months, was explanted due to calcification, severe stenosis, and moderate regurgitation. The valve was fixed and stiff. The explanted device was replaced with a 21mm valve. The patient was transferred to ICU in stable condition and discharged on pod #4 in stable condition.